Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a one-link IV connector. It was reported that the operator of the device was unable to aspirate blood. The one-link was connected to a t-connector of a vascular access site. After the one-link was removed from the t-connector, the line was able to be aspirated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.